Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: a surgeon was implanting a less invasive stabilization system plate on a female patient. The surgeon secured the proximal screws and then went to remove the distal guide wire. The top of the wire broke away and approximately 1cm of the tip was left in the patient. The patient had relatively soft bone, but no infections or other bone related disease. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.